Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the right atrial lead was not capturing due to dislodgement. No changes or interventions were performed. The patient was in stable condition.